Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of essure device: left essure device may be outside of the tube/failure to occlude (close) fallopian tube(s)/malposition") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. E13066) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain"), back pain ("low back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression/psych injury related to essure") and anxiety ("anxiety/psych injury related to essure"). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2016 and (B)(6) 2016. Plaintiff received treatment for fallowing conditions: migration. Essure removal recommended. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: unilateral occlusion (right tube occluded) *(B)(6) 2017, hysterosalpingogram (hsg). Hsg results: unilateral occlusion (right tube occluded), malposition of essure device, other: nonocclusion of left fallopian tube due to malpositioning of left essure implant which may be outside of tube. Category I location right essure implant. Category I occlusion right fallopian tube. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-sep-2019: pfs received. Date of insertion updated. Lab data added. In addition, removal changed to yes ( for device dislocation). This case is being submitted retrospectively following an internal review. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: left essure device may be outside of the tube/failure to occlude (close) fallopian tube(s)/malposition') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E13066) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("low back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression/psych injury related to essure") and anxiety ("anxiety/psych injury related to essure"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2016 and (B)(6) 2016. Plaintiff received treatment for fallowing conditions: migration. Essure removal recommended. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (right tube occluded). Diagnostic results: (B)(6) 2017, hysterosalpingogram (hsg). Hsg results: unilateral occlusion (right tube occluded), malposition of essure device, other: nonocclusion of left fallopian tube due to malpositioning of left essure implant which may be outside of tube. Category I location right essure implant. Category I occlusion right fallopian tube. Batch no: e13066, production date: 2015-06-24, and expiration date: 2018-06-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-may-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of essure device: left essure device may be outside of the tube/failure to occlude (close) fallopian tube(s)/malposition") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. E13066) for female sterilization. Additional non-serious events are detailed below. Medical conditions: (B)(6) 2017, hysterosalpingogram (hsg). Hsg results: unilateral occlusion (right tube occluded), malposition of essure device, other: nonocclusion of left fallopian tube due to malpositioning of left essure implant which may be outside of tube. Category I location right essure implant. Category I occlusion right fallopian tube. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain"), back pain ("low back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression/psych injury related to essure") and anxiety ("anxiety/psych injury related to essure"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2016 and (B)(6) 2016. Plaintiff received treatment for fallowing conditions: migration. Essure removal recommended. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: unilateral occlusion (right tube occluded). Batch no: e13066. Production date: 2015-06-24. Expiration date: 2018-06-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jun-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.